Event description:
It has been reported to philips that a system inspection was needed after the system showed fire damage. The fire happened in the middle of the night and was not in clinical use. No harm has been reported to philips. The source of the fire is unknown; therefore, philips is conservatively reporting this complaint and has started an investigation.

Manufacturer narrative:
Philips has investigated the reported event. Philips concluded that the fire was caused by a short circuit from an external source and not by the philips system. The fire was extinguished by the customer at the time of occurrence. A philips service engineer inspected the system on-site and found that the system could no longer be powered on due to the fire damage. The system is not under maintenance contract with philips and the customer declined the quote to repair the system. The system is no longer in use. Corrected data: coding updated based on investigation outcome.